Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose was within range (value not provided). Reportedly, customer continued to use pump until battery depleted and reverted to using an alternate method of insulin therapy.